Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pocket stimulation during right ventricular pacing and bi-ventricular pacing and it was questioned if it could be due to "something with the cardiac resynchronization therapy defibrillator (crt-d) header." The stimulation subsided when the programmed output was lowered. At this time, the device remains in use. No further patient complications have been reported as a result of this event.